Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 9:30am at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 628mg/dl. Caller was informed the meter does not read above 600mg/dl. He stated that is the result he received. Caller stated that a normal range for him for that time of day is usually around 200-300mg/dl. Caller stated that about an hour after testing with his prodigy meter, he started to feel dizzy and lightheaded and his vision was blurry so he called ems. There were medication consumed while waiting for paramedics to arrive. Caller stated that he did eat and or drink while waiting for paramedics but declined to say what he consumed. Paramedics arrived approximately 35 minutes after testing with his prodigy meter. Paramedics tested his blood glucose and received a result of 162mg/dl. Paramedic has also tested the caller with his prodigy meter and they received a result of 192mg/dl. The paramedics did not transport the caller to the hospital. Caller stated that he was not given any treatment from the paramedics. Caller declined to give the meter memory. Caller was also informed his test strips were no longer any good due to them being opened for more than 90 days. No additional information was provided.